Event description:
Restenosis guarantee program: on (B)(6) 2023, the patient was noted to have atherosclerosis of native arteries of the extremities with rest pain in the left leg. Right lower extremity arteriogram showed diffuse, pre occlusive stenosis in the left superficial femoral artery (sfa) and proximal popliteal artery with the focal areas of occlusions in prominent collaterals. During the procedure, diffuse, greater than 80% stenosis was noted in the proximal mid and distal sfa, and proximal popliteal artery with the focal areas of occlusion in the distal left sfa and proximal left popliteal arteries. Atherectomy of the left femoropopliteal segment was performed in a proximal to distal fashion, followed by balloon angioplasty. There was significant residual stenosis; therefore, two 6x120, 130cm eluvia drug-eluting vascular stents were placed in the mid and distal left sfa and proximal popliteal arteries. Post dilation was performed using a balloon. Repeat balloon dilation was performed in the left popliteal artery distal to the stents. There were no patient complications. On (B)(6) 2024, the patient presented with atherosclerosis of native arteries of the left leg with chronic ulceration of the heel and mid-foot, and rest pain in the left leg. Atherectomy was performed of the left femoropopliteal segment in a proximal to distal fashion. Then balloon angioplasty of the stented segment was performed using balloon. There were no patient complications.